Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference numbers: 1627487-2023-00842 and 1627487-2023-01206. It was reported the patient had a wound near the lead site. As such, the physician explanted the right burr hole cover, right lead, and right extension as a concern for potential infection.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.